Manufacturer narrative:
According to available information, this device and right ventricular lead were reprogrammed and remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead and device presented to the hospital after collapsing. Electrograms revealed intermittent loss of ventricular capture. Ventricular thresholds were 2.6v @ 0.4 ms, 1.9v @ 1.0 ms and 2.0v @ 0.8 ms with a ventricular output at 2.5v@0.4ms. The device was reprogrammed to 4.0v & 0.8ms. In addition, ventricular lead impedance measurements had increased, but were within acceptable labeling guidelines. The patient with this device and lead is pacemaker dependent. During a previous follow up visit within the past twelve months, the ventricular thresholds were 1.5v @ 0.4ms and no programming changes had been made and the programmed ventricular outputs did not allow a safety margin. This device and right ventricular lead remain implanted and in service. No further patient symptoms were reported. An internal technical service consultant reviewed the data and questioned whether the change in thresholds might be due to patient heart related conditions, however this could not be confirmed.